Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative (rep) indicated that the serial number of the lead that the surgeon had tried to place on (B)(6) 2017 was (B)(4). No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care provider regarding a patient who was implanted with a neurostimulator. It was reported that the system worked correctly; however, it was determined that the leads needed revision to improve the stimulation on the right side. The patient was only receiving stimulation in places that it wasn't needed as a result of the previous implant. They tried to place a new lead and move the existing leads, but could not achieve placement that would allow for right-side stimulation due to the epidural space that would not accommodate proper lead placement. The health care provider decided to explant the existing system, let the patient heal, and attempt a future implant with a paddle lead. The explant was decided to reduce infection risk. The issue was resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.